Event description:
Pt receiving continuous infusion fluorouracil over 46 hours via a hospira gemstar pump. Within the first 24 hours the pt reported the chemotherapy infusion was leaking fluid from the filter of the pump tubing set. The leak occurred at the side seam of the filter. The pt was educated on proper spill clean up procedures for clean up of a hazardous medication spill. The pt did have direct skin exposure to the leak. No adverse events have been reported. A nurse assisted with the clean up and tubing change. Rx details: fluorouracil 4248 mg in 0.9% sodium chloride IV over 46 hours via infusion pump. The order was compounded on (B)(6) 2013 and connected on (B)(6) 2013.